Event description:
It was reported that a large volume folfusor contained particulate matter within its balloon. This was noted during routine device inspection. The device was filled with bupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 09/12/2014 - 09/13/2014. The device was received for evaluation. Visual inspection revealed white particulate matter floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.